Manufacturer narrative:
Clarification to d6a implant date: partial date "on (B)(6) 2015." A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: contralateral side rupture; right side "gel bleeding" observed intraoperatively.

Event description:
Healthcare professional reported right side "gel bleeding was detectable intraoperatively". The device has been explanted and replaced with another manufacturers device.

Manufacturer narrative:
Device evaluation: the device related to the reported events of gel bleed was received on june 24, 2025, with lot number 2732042. Based on the product analysis performed, the assessments of the complaint codes are: gel bleed: not observed since no gel is out of the device and the weight is within specification. As per the investigation procedure, deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side "gel bleeding was detectable intraoperatively". The device has been explanted and replaced with another manufacturers device.